Manufacturer narrative:
Upon analysis, the reported field event of premature battery depletion could not be confirmed. Longevity calculations were performed and the battery depletion was normal. The device was tested on the bench and was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device showed signs of premature battery depletion and eri triggered a vibratory alert. The device was explanted and replaced. There were no adverse consequences to the patient.